Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After removal of o-ring as per fsca corail (B)(4). The trial neck and the trial stem are disassembling/separating without any forces. This did not happen intaoperatively, no adverse consequences for anybody.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.